Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported particulate. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the pt noted a particulate in the tubing and notified the nurse. The customer contact described the particulate as "a clear shaving like material." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.